Event description:
Patient reported via social media that they received a tear trough injection using an unknown unk juvederm filler. The patient advised from their experience to not have this procedure done because they could not see for weeks. They had to see their eye doctor and got eye drops. The plastic surgeon told them that they could dissolve it but because it hurt so bad they would not allow them to put another needle under their eye. The patient stated that they just had to wait for it to dissolve on it¿s own. Event status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.